Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. No new failure events were identified during the inspection. Based on the results of the investigation, it is likely that the following led to the malfunction: due to bad cable unit connector. A probable root cause could not be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head had no image. The issue occurred during preparation of a laparoscopic salpingectomy diagnostic procedure. The procedure was completed with a similar device. There were no reports of patient harm.